Manufacturer narrative:
An actual sample was received for evaluation with an open pouch. A visual inspection was performed. The sponge was noted to be missing; however there were traces of foam on the foil which indicates that there was a sponge present at one time. This sample constitutes a nonconforming product. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a missing sponge. This event occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Expiration date and UDI were updated for lot se18ef6. Manufacture date was updated for lot se18ef6. (B)(4). Correction/additional information: all previously submitted device evaluation information is not relevant to this report. The device alleged here was not received for evaluation; therefore, a device analysis could not be completed. Batch review results for lot se18ef6 remain the same as previously reported. Should additional relevant information become available, a supplemental report will be submitted.